Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor anomaly. It was reported that one sensor was not giving proper readings and the other sensor needle could not be found. Sensor would be replaced.